Event description:
The patient reported she had icl implantable collamer lenses implanted bilaterally. At two week post-op, she was experiencing horizontal white glare lines in the lower vision in both eyes. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens not returned. Claim # (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly patient is experiencing subjective visual disturbances ("horizontal white glare lines in lower vision") following bilaterally implantation of icl two weeks ago. No report of any surgically or medically intervention performed and no report of loss of bcva. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Reassessment will be performed when (if) additional information is received from the implanting surgeon. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Conclusions: based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).